Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it did not have any damaged cables. Additional observation(s) : the conductor wire was dislodged from the connector pin, on the energy instrument identification board, on the proximal end. The instrument failed an electrical continuity test. The conductor wire length measured 66.23mm which was shorter than the manufacturing specifications. A short conductor wire pulls the slack and causes tension in the wire, which can contribute to the conductor wire getting pulled and dislodged from the connector pin. The conductor wire was reinserted on the connector pin, and it passed the electrical continuity test. The probable root cause of the dislodged conductor wire is attributed to the manufacturing process. If the conductor wire is shorter than the specification, it can get dislodged from the pin on the instrument's energy identification board, located inside the housing at the proximal end of the instrument as the instrument gets used over time.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have a broken cable. The instrument was not functioning properly. The procedure was completed with no reported injury.